Event description:
A patient reports in july 2005 that while charging the applicator for compound w freeze off the valve stuck open and liquid spilled onto their fingers and hand. Fingers and thumb were discolored after incident. Customer contacted call center the next day to report that they had gone to the doctor again, unknown when first examination occurred.